Event description:
It was reported that stent migration occurred. The target lesion was located in the left common iliac vein. A 20x80/10fr uni plus 75cm wallstent endoprosthesis was deployed to treat the lesion. A non-bsc balloon catheter was advanced for post-dilatation; however, when the balloon was placed inside the stent, the stent moved into the inferior vena cava. A 20x55 wallstent was then used to pin the migrated stent to the vessel wall and the procedure was completed. No patient complications were reported.